Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were erratic, calibration was out at 0 reading, and the ball plunger was worn, so the spring seal and neck were replaced the get the rpms in specification, bearings replaced to aid in calibration, and thickness control lever replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an unknown repair. The nurse tag those tray need for repair. Investigation found the rpm's were erratic. No adverse event was reported as a result of this investigation.